Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused vancomycin during therapy. The device was programmed to infuse 500cc of vancomycin (dose and rate unknown). When pump rang as completed approximately 150-200cc remained in the bag. It was also reported that the appropriate two feet height and lengths on the intravenous (IV) were used and the appropriate bolus tubing was used. A "safety stop called" and the decision was made to reprogram the remaining infusion and continue antibiotics so as not to interrupt infusion. Upon completion of the vancomycin, the pump and bag with tubing were given to safety stop responder. Tubing was not changed or bag re-spiked as patient needed entire infusion of medication. There was no known patient injury or medical intervention associated with this event. No additional information is available.